Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed that the reported issue was caused by a malfunctioning power board. Visual inspection revealed that component c12 of the power board has leaked electrolyte onto the adjacent circuitry. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator powers on and shuts off by itself. At this time, it is unknown if there was any patient involvement associated with the reported issue.